Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's recharge duration was too long and the ins discharged quickly. There were no symptoms reported. No further complications were reported or anticipated. The patient was advised to go back to their hcp and check their settings. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was under the impression they would only need to charge their ins once every 1.5 years. The manufacturing representative explained to the patient that they would need to charge more often than that and it was resolved. The patient was frustrated that they didn't have as much freedom when recharging.